Event description:
An endurant ii stent graft system was implanted during the chevar treatment of a 52mm abdominal aortic aneurysm. It was reported during the index procedure that a type ia endoleak was observed. Coil embolization was performed to treat and resolve the endoleak.  As per the physician, the cause of the endoleak was thought to be caused by the chimney. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.